Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose. The customer's blood glucose level at the time of incident was unknown mg/dl. The customer was treated with manual injection or insulin pen for high blood glucose event. Customer's current blood glucose value was 495 mg/dl. The customer did not experience any symptoms related to high blood glucose. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.